Event description:
Caller states the pt tested 4.8 inr and 2.8 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.